Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments pitch cable was broken. The pitch cable was broken at the proximal clevis hub. The clevis did not exhibit any wear. The broken strands stuck out at the wrist. The other cables at the wrist were not damaged. Failure analysis investigation also found the instruments main tube had scratch marks and abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken cable and various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci prostatectomy surgical procedure, it was noted that a broken wire was observed on the tip of the prograsp forceps instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.